Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm the procedure/ event date? Alert date appears to be (B)(6) however procedure/ event date was entered as (B)(6). Both the alert date and procedure/ event date are (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Event related to mw # 2210968-2021-07425.

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2021 and suture was used. The suture broke during continuous suturing. No adverse patient consequences were reported. Additional information was requested.